Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device was analyzed and no anomalies were found. Concomitant products: product ID 5433v patient cable. (B)(4).

Event description:
It was reported that oversensing was observed on the external pulse generator (epg) during use on a patient. The patient¿s heart rate was about 70 beats per minutes (bpm). Another patient cable was used, but the issue was unresolved. Therefore, another different device was used. The epg and cable were returned to the manufacturer. No patient complications were reported as a result of this event.